Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed. Customer's blood glucose level was 237 mg/dl.